Event description:
It was reported that 2 of the patient's 3 pain stimulators were not working since 2003. It was logged that she was implanted with her last pain stimulator (B)(4) 2004 and that treated her lower back pain. It was noted that the other two stimulators were implanted in (B)(4) 2000 and they were not working about 1 year prior to her last implant. It was reported there was a lost or stolen patient programmer. It was noted the programmer was lost 6 months prior to report.

Manufacturer narrative:
Concomitant medical products: product ID: 7425, serial# (B)(4), implanted: (B)(6) 2000, product type: implantable neurostimulator. Product ID: 7427, serial# (B)(4), implanted: (B)(6) 2004, product type: implantable neurostimulator. Product ID: 7434-e, lot# serial# (B)(4) implanted: (B)(6) 2000, product type: programmer, patient. Product ID: 3487a, lot# l19955, implanted: (B)(6) 1991, product type: lead. Product ID: 7495, serial# (B)(4), implanted: (B)(6) 1991, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1991, product type: extension. Product ID 3487a, lot# l19274, implanted: (B)(6) 1991, product type lead. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy. It was stated that the patient received assistance from the healthcare professional (hcp) or manufacturer's representative and their concerns were resolved.